Event description:
The customer states it was reported to him that while running the ventilator, an error message of low minute volume; no pressure was noted. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and reported he was unable to reproduce the error. Product support had customer check event log. No significant errors logged in event log. The customer was unable to duplicate the reported issue. Product support advised the customer to perform full performance verification test (pvt) on unit to verify unit is fully operational before returning unit to use. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The biomedical engineer reported that he could not duplicate the reported problem. The biomedical engineer states that he could not find anything wrong with the unit and no error was found in the log. The biomedical engineer states that the unit will be returned back to use. There was no delay in therapy.